Event description:
* Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05364 addresses the first ultraflex stent that was used, manufacturer report # 3005099803-2010-05365 addresses the second ultraflex stent that was used, and manufacturer report # 3005099803-2010-05366 addresses the third stent that was used. It was reported to boston scientific corporation that three ultraflex tracheobronchial stents were used during a bronchoscopy procedure within the right lobe on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to advance the stent delivery system through the stricture; the physician added that the delivery system kinked during his attempts to cross the stricture (this device the subject of manufacturer report # 3005099803-2010-05364). The physician removed the device from the patient and used the second ultraflex stent when the same issue occurred (this device the subject of manufacturer report # 3005099803-2010-05365). The physician decided to then dilate the stricture to 10mm. A third ultraflex stent was then used when again the same issue occurred (this device the subject of manufacturer report # 3005099803-2010-05366). The physician removed this device and ultimately completed the procedure by using a fourth ultraflex tracheobronchial stent. The physician added that the anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.